Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
For information regarding the revision surgery reference manufacturer's report (MFR) 3004209178-2017-00818.

Event description:
A patient reported seeing a power on reset (por) when they were trying to turn on stimulation. The patient noted they were sore from a revision surgery. The patient reported seeing a por on (B)(6). The patient is implanted for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.